Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s high blood glucose value was 432 mg/dl at the time of incident. Customer stated that they feel ok to do troubleshooting for high blood glucose. Customer was not using the auto mode feature. Customer treated with manual shot for high blood glucose. Customer stated that the insulin pump had an insulin flow blocked alarm and the insulin pump exited. Customer was advised to recommend to visit doctor for different site. Customer was neither in emergency room nor admitted to hospital. Customer was not calling to perform the high pressure test. The insulin pump will return for the analysis.

Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime or seating test, basic occlusion test, occlusion test and rewind test. No bolus anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s high blood glucose value was 432 mg/dl at the time of incident. Customer stated that they feel ok to do troubleshooting for high blood glucose. Customer was using auto mode. Customer treated with manual shot for high blood glucose. Customer stated that the insulin pump had an insulin flow blocked alarm and the insulin pump exited. Customer was advised to recommend to visit doctor for different site. Customer was neither in emergency room nor admitted to hospital. Customer was not calling to perform the high pressure test. The insulin pump will return for the analysis.